Event description:
On (B)(6) 2024, dr (B)(6) at (B)(6) performed an embolization of an aberrant subclavian artery where an imp-10 was placed in the vessel and an fx-12 was added behind the imp-10, which were both placed using a 6 fr. Flexor sheath. Upon obtaining an angiogram, it was discovered that the fx-12 had migrated past the imp-10, and was now sitting in the right distal subclavian artery. An en snare was advanced, and the plug was captured. While retracting the plug back, it was released at the same level as the anchor coil of the imp-10. He decided to leave it there, then proceeded with the procedure. As part of treating the aberrant subclavian artery, two (2) terumo relay thoracic grafts were placed across the ostium of the aberrant subclavia and a right carotid to right subclavian bypass was performed. While interrogating the results of the procedure, the fx-12 was noticed to have migrated again to the right axillary area. The migrated plug was snared and removed from the patient via the exposed carotid subclavian bypass. It is possible that the entire polymer portion of the plug was not fully removed. The patient is stable and had good perfusion to the hand, as measured by pulse-oximeter. Post op treatment is to monitor the patient, and the physician confirmed that this is not a device related event and is related to the technique/procedure.

Manufacturer narrative:
The manufacturing documentation for the lot associated with this incident could not be reviewed since the lot number was not provided. A benchtop investigation was not performed since the device was not returned to shape memory medical. Based on shape memory medical's review of received information, the root cause for the migration of the imp-fx-12 plug could possibly be due to imp-10 not completely expanding before placing the imp-fx-12. Without additional information, a root cause cannot be definitively confirmed. There was no malfunction reported and guidewire used during the procedure is not manufactured by smm. The procedure was otherwise completed without incident and no serious adverse event to the patient was reported. Shape memory medical complaint reference number: (B)(4).